Event description:
Followup information from the manufacturers field service engineer reported the pressure sensor failure occurred during service of the unit. The service engineer reported the cable between the motor controller pcb and data acquisition pcb was not fully reconnected and when the unit was powered back on the pressure sensor failure occurred. There were no parts replaced for this reported problem.

Event description:
The customer reported the ventilator went vent inop due to a pressure sensor failure during normal ventilation mode operation. The customer reported the device was not in use on a patient and there was no patient harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement and result in a venti inop occurence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturer service engineer replaced the power management board. The unit passed all required testing.